Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue; the user alleged the pump was emitting a "harsh" beeping sound but there was no information on the display screen and no record of alarm/warning in the pump's alarm history. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump black box and alarm history showed no activity outside of normal use. During testing, the pump successfully completed the ez-prime steps and the pump was exercised for 24 hours with no warnings or alarms occurring. The pump¿s cover was removed; no intermittent condition was found to the power printed circuit board. The complaint of a communication call service alarm issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed the battery compartment was cracked and the display was dim and discolored.